Event description:
It was reported the device was explanted and replaced due to "charge time out." Additional follow up is being done to verify the reason the device was explanted as this is an ipg and ipgs do not have a charge function. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) battery depletion-normal.